Manufacturer narrative:
Concomitant medical product: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8731, serial/lot #: (B)(4), ubd: 21-oct-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (6 mg/ml at 4 mg/day) via an implanted pump. The indication for pump use was rsd/causalgia-complex regional pain syndrome and non-malignant pain. On 29-aug-2018 it was reported that the patient underwent a pocket revision on (B)(6) 2018. On (B)(6) 2018, the patient was hospitalized with symptoms of acute withdrawal. The hcp investigated by taking fluoroscopic images/x-rays and thought there was a possible kink in the catheter. Pump interrogations showed the pump was operating normally with no alarms or errors present. The environmental, external, or patient factors that may have led or contributed to the issue was that the patient had recently undergone the pocket revision and during that time the catheter could have gotten tangled while re-positioning the pump. There had been no interventions at the time of the report. The hcp was planning to do a dye study on (B)(6) 2018 to ¿identify occlusion, etc....¿. The issue was not resolved and the hcp had no further information regarding the event at the time of the report. Additional information would be available after the dye study and a plan of action was put in place. The patient status was reported at ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the reason for the pump pocket revision was that the patient wanted a more comfortable position, slightly more lateral. The cause for the patient¿s acute withdrawal was unknown, not believed to be pump related. There were no actions and/or interventions taken to resolve the acute withdrawal. Per the reporter according to the physician the patient was doing better and no longer believed there to be any issue with the pump. No further complications were reported.

Manufacturer narrative:
Device code (B)(4) no longer applicable. If information is provided in the future, a supplemental report will be issued.